Event description:
Related manufacturer report number: 2017865-2023-93265. It was reported, that the patient presented for revision of the right ventricular lead (rv), due to failure to capture and diminished sensing. During the procedure, it was observed, that the chronic lead was difficult to remove from the header of the implantable cardioverter defibrillator. Once the chronic rv lead was removed, the new rv lead was unable to be inserted into the header. And the setscrew was unable to be engaged by the wrench. Both the chronic rv lead and device were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of no capture and decreased sensing were not confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures. The lead failed in hi-pot due to procedural damage at the suture sleeve tie location. All tines were intact and undamaged.